Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available data was returned and evaluated. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation and passed external visual inspection. The transmitter voltage was tested and the device failed. Data was reviewed and a transmitter failure error was observed. The customer complaint was confirmed. A root cause could not be determined.